Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0gul8, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient believed their stimulator shorted out. The patient was in a lot of pain and was getting massive jolts when they moved. The pain was constant and was going down the patient¿s leg and in their butt. If the patient moved just right, it put them on the floor. The pain and jolts started this morning and then the patient said there was a little bit yesterday, but it was just a couple of little twinges. The patient tried turning stimulation off, but they were still getting jolts. The patient was having a hard time walking and it was getting worse as time went on. This happened once before in april and the patient had to have the device replaced and this time it was much worse. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.